Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 7427v, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3487a-33, lot# j0421479v, implanted: (B)(6) 2004, product type: lead. Product ID 3487a-33, lot# j0424776v, implanted: (B)(6) 2004, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and epidural fibrosis. The patient reported that she had an injs about 10 years ago, but it failed due to kinked leads from scar tissue her body produced. The patient reported that she had been living with chronic pain and existing on pain medications which she deplored. The patient reported that she would like to have a chance at a few years of living with her pain controlled. No further complications anticipated.

Manufacturer narrative:
Correction: additional information received indicated that this reported event does not pertain to this device. It was reported that the stimulator that failed due to kinked leads was the one implanted on (B)(6) 2004, which was the stimulator reported for this event in MFR report #3004209178-2017-10235. Any additional information regarding the event will be included in that report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.